Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. Without the device to analyze, a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that arteriotomy closure of a right common femoral artery was attempted using a proglide device via a 6f sheath after a diagnostic cardiac catheterization. Reportedly, the foot of the proglide device could not be retracted. The device could not be removed from the patient anatomy. A cut down was performed to remove the proglide device and surgical suturing was performed to achieve hemostasis. There was no tissue damage reported. There was no adverse patient sequela and no significant impact to the patient due to a reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.